Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-04700. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system did not start up. Ni user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and hard drive. The device was returned to expected functionality.